Manufacturer narrative:
Corrected. The customer replaced the power management board to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that unit would not operate on battery power. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that unit would not operate on battery power. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.